Event description:
During a clinic follow-up, inappropriate anti-tachycardia pacing (atp) and high-voltage (hv) therapy were delivered by the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.